Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation at the end of a case. There was no patient injury.

Manufacturer narrative:
The customer turned the unit off and on and the issue was resolved. No ge repair occurred. Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).